Manufacturer narrative:
A bci fse (field service engineer) was not dispatched to the site since one was not requested by the customer. The bci hotline instructed the customer on how to replace the na electrode and this alleviated the problem. However, a definitive root cause was not determined. This is 1 of 50 medwatch reports associated with this event. This reportable event was identified during a retrospective review of complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events. This is 1 of 50 medwatch reports related to this event. All associated medwatch reports associated with this event are listed below: 2050012-2011-01648, 02447, 02448, 02449, 02450, 02858, 02859, 02860, 02861, 02862, 02863, 02864, 02865, 02866, 02867, 02868, 02869, 02870, 02871, 02872, 02873, 02874, 02875, 02876, 02877, 02878, 02879, 02925, 02926, 02927, 02928, 02929, 02930, 02931, 02932, 02933, 02934, 02935, 02937, 02939, 02941, 02942, 02943, 02944, 02945, 02946, 02947, 02948, 02949.

Event description:
The customer reported to beckman coulter, inc. (Bci) that erroneously low sodium (na) results were obtained on their synchron cx9 alx clinical system instrument, and the results were reported out of the laboratory. Prior to the event, the ise (ion-selective electrode) system was calibrated successfully and the na qc (quality control) results were within the lab's established range. When the operator noticed that many na results were low, the ise system was recalibrated and qc run again. The customer re-ran the patient samples, found that the results were higher and issued amended reports. The customer provided 50 erroneously low na results along with the corrected results. While the customer did not receive any report of any adverse event or injury associated with this event, it is not known if there was any change to patient treatment.